Event description:
At 7:15am pt to cardiac cath lab for ptca and rotoblation of rca. 8:50am angioseal deployed by physician & sheath removed. Pt to progressive care unit at 9:15am. At 9:40am pt to intensive care unit w/hypotension, mild nausea, & increased lethargy & severe hypotension. Code called. Bleeding secondary to ptca stent unable to identify site of bleed. Pt deteriorates; midnight pt to surgery for repair of right iliac artery. Exploration reflects cc puncture site approx 3cm above inguinal ligament swelling in retroperitoneal bleed & angio seal device found present within lumen of puncture, however, angioseal not compressing the arterial puncture site. Pt returned from surgery, pt expired nine days later.